Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable. Pump will not run. The pump was connected to a patient. The treatment of therapy was delayed 1 hour. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.